Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 8 fr pvs device. The anterior needle did not present on deployment. The cardiologist reportedly continued to attempt deployment after meeting resistance. The torque created on the device in trying to continue deployment caused the sheath to separate. The pt was sent for surgical removal of the device. Surgery was successful and the pt was fine. The vascular surgeon noted that the needle was found lodged in the calcified plaque. The returned device was evaluated.